Manufacturer narrative:
This event occurred in (B)(6). (B)(6). The device involved in this complaint was not available for return to cook (B)(4) for evaluation. As the device has not been returned the cause of the complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. A review of the manufacturing records for evo-25-30-10-c of lot number c1090616 revealed 1 device was rejected under non conformance code evo-015 ¿flexor bunching/broken¿. The non conformances would therefore not be applicable for the failure mode involved in this complaint. There were no other discrepancies in the manufacturing records that could have contributed to this complaint issue. Prior to distribution all evo-25-30-10-c devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest that this issue affects the entire lot # c1090616; upon review of complaints this failure mode has not occurred previously with this lot # c1090616. As per the instructions for use notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations: to perform the transition from malleable wire guide with the evolution stent, there wasn't the proper functioning of the device." It is assumed the user is referring to not being able to deploy the stent fully.